Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that the lateral/longitudinal motorized movements of the frontal arm were not available. Review of the system log file showed that a geometry errors. Upon functional testing, the fse found that the amc drive and flexarm was defective. The fse replaced the amc triple servo drive hp-lp-lp, flexarm longitudinal friction wheel and flexarm power supply 24v. After replacement of the amc triple servo drive hp-lp-lp, flexarm longitudinal friction wheel and flexarm power supply 24v, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There are various system configurations which allow for easy positioning through motorized movement. These include: the azurion series with a floor or ceiling mounted stand allowing for longitudinal and transverse movements. The azurion flexmove stand option which provides for longitudinal, transverse, and diagonal movement. The azurion flexarm stand option which provides longitudinal, transverse, and diagonal movement, as well as rotation along the z-axis and free detector rotation. When working in any one of these configurations, motorized movements are available within the working area. If the motorized movements are unavailable because the system is outside of the working area, a guidance message will inform the user that the stand is out of range. Motorized movement will become possible again once the system is brought back into the working area as noted in the instructions for use. If the motorized stand movements become unavailable, the user can move the stand manually using the brake release handle on the side of the c-arm. Manual movements are also described in the instructions for use. Additionally, if stand longitudinal and transverse motorized movements become unavailable, patient positioning can also be achieved via table movements. Depending on the system configuration, these may be manual or motorized. Therefore, the loss of motorized longitudinal or transverse movement of the stand/c-arc is not likely to cause of contribute to a serious injury or death. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the movements of the c-arm of the azurion device were unavailable. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the amc drive, the power supply and the longitudinal friction wheel . The device was returned to expected functionality.